Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. During the returned device analysis of the clip delivery system (cds), bench testing was performed to replicate the bending/curving of the delivery catheter (dc) shaft. After applying the required curves to the cds and steerable guide catheter (sgc), the dc handle was fully advanced to extend the dc shaft. The dc shaft was observed to deflect approximately 1cm in the medial direction as it was translated. The actuator mandrel was noted to be bent approximately 25 degrees. Based on the analysis findings, the bending/deflection of the dc shaft was confirmed via returned device testing. However, the discrepancy between what was reported (dc shaft continued to dive medially almost 90 degrees in the left ventricle) and what was observed (dc shaft deflected approximately 1cm) was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis, and internal damage to the actuator assembly. Although the reported difficult to position could not be replicated in a testing environment, the bend in the mandrel and thus dc shaft likely resulted in the difficulty positioning the clip within the mitral valve. Potential causes for dc shaft bends, resulting in difficulty positioning the device can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended/excessive curves on the device) or manufacturing anomalies. With respect to the patient conditions and procedural conditions/user technique, dc shaft bends may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), excessive curves applied by the user or unintended curves on the device, resulting in increased tension on the system and/or damage to the internal components. Although the reported bending of the dc shaft and difficulty positioning the device were likely secondary to the bend in the mandrel, a cause for how and when the bend occurred could not be definitively identified. There does not appear to be any evidence of a product quality deficiency. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report that shaft bending that occurred in the left ventricle with the clip delivery system (cds), which has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la); however, during steering the clip continued to dive medially. While advancing the delivery catheter (dc) handle in order to advance the cds to the left ventricle (lv), the clip continued to steer medial and was close to the chordae. The arms of the clip were inverted and the clip was taken back into the la. The clip perpendicularity to the coaptation line was checked, but the clip continued to turn to almost 90 degrees. The tension was released after each clip rotation. After multiple attempts, it was decided to replace the cds. A new cds was used successfully and the mr was reduced to <1 with the implantation of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.